Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. The batch number is unk, therefore, a review of the mfg documentation could not be performed. Taking into consideration, the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.

Event description:
Clinical study. Same case as 2134265-2008-04550, 2134265-2008-04549. It was reported that 927 days after a coronary artery stenting procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 95% stenosed, 12mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation and successful placement of a 2.75x24mm taxus express2 study stent. Lesion 2 was a 2.5mm, 70% stenosed, 10mm long portion of the distal right coronary artery (dist rca) and was treated with predilatation and successful placement of a 2.5x16mm taxus express2 study stent. A dissection occurred so the physician placed a 2.5x8mm taxus express2 study stent overlapping the previously placed stent. Nine hundred and twenty seven days after the index procedure, the pt experienced chest pain, elective angiogram demonstrated restenosis in the edge of the study stent, in the distal rca and previously implanted non-bsc stent. Pci was performed and a non bsc stent was implanted successfully. Pt was discharged in good condition. In the opinion of the physician the restenosis was not caused by the taxus stents.